Event description:
Caller from facility reported that station 3 of the unit had only partial displays on both the volume and specific gravity leds. The user was advised not to use the unit, which will be returned for evaluation. No patient involvement.